Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 408mg/dl. Customer treated with the pump. Troubleshooting found that the bolus had not delivered alarms in the pump history. Customer indicated that this is what caused the high blood glucose and declined further troubleshooting. No further details given.